Manufacturer narrative:
Initial reporter section: occupation - non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A functional test could not be performed due to the condition of the returned device. A visual examination showed a rupture along the center of the balloon material. The catheter did not show any kinks, bends, or any other damage. No portion of the device appeared to be missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The additional information provided indicates that negative pressure and lubrication were not applied to the balloon device prior to advancement through the accessory channel of the endoscope. A possible contributing factor to balloon damage is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. The instructions for use direct the user under precautions: "prior to insertion of balloon dilator, negative pressure is mandatory to maintain balloon deflation." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Another possible contributing factor to balloon material damage is failure to lubricate the balloon with a lubricating agent. The instructions for use state under precautions: "apply a water-soluble lubricant to the balloon to allow easier passage through the accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Additional information provided also indicated that a 60cc syringe was used to inflate the device. The intended use in the instructions for use states that "the q.i.d. - quantum inflation device is used for inflation, deflation and pressure monitoring of the balloon dilator." The instructions for use direct the user for balloon inflation: "to attain specified balloon pressure for dilator being used, rotate p/d knob clockwise. Refer to catheter tag of balloon for recommended pressure. Pressure may be decreased by rotating p/d knob counterclockwise." Prior to distribution, all quantum ttc esophageal balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding in-service: based on the information provided that negative pressure and lubrication were not applied in addition to a 60 cc syringe, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a quantum ttc esophageal balloon dilator. At 2.5 atm during the initial inflation, the balloon ruptured. The balloon was removed and the procedure was completed with another of the same device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.